Manufacturer narrative:
(B)(4). Additional information: -he actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities with the retained sample that could have contributed to the reported condition. Leak testing was performed on the retained sample revealing no issues regarding the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of a continu-flo administration set fell off during injection of contrast agent. This occurred during injection through a 3-way stopcock using a syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.